Manufacturer narrative:
(B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the returned battery cap confirmed it to have stripped threads. It was unable to connect to the pump. The battery cap contact height and width were found to be within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient awoke with blood glucose (bg) of 538 mg/dl with no signs or symptoms of hyperglycemia after the pump reportedly lost power. The patient was reportedly treated with a correction injection and her bg came down to 230 mg/dl with no symptoms. The reporter noted that there is a crack along the side of the pump and the pump had been intermittently losing power for two months. The reporter stated that on the evening of (B)(6) 2012, the pump was rebooting every 15 minutes. The yellow o-ring is reportedly visible and the battery cap will not secure properly to the pump. The reporter noted that the battery cap threads are stripped. The battery cap is reportedly original to the pump from 2010. This complaint is being reported because the patient allegedly experienced hyperglycemia while knowingly using a damaged insulin pump.